Event description:
Crd_1003 - vantage ide study: (B)(4) (r754300001, r754301401). It was reported that on 11 may 2023, a 27mm navitor valve was selected for an implant. The patient had calcification extending beneath the aortic annular plane in the interventricular septum and sinus rhythm prior to procedure. During valve development, the patient had left bundle branch block a permeant pacemaker was implanted.. The valve was successfully implanted with a depth of 3.8mm. It was also reported that the patient had access site bleeding during the procedure requiring a stent placement. The patient did not required a blood transfusion. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - vantage ide study eu2753 - (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. The patient had calcification extending beneath the aortic annular plane in the interventricular septum and sinus rhythm prior to procedure. During valve development, the patient had left bundle branch block. The valve was successfully implanted with a depth of 3.8mm. It was also reported that the patient had access site bleeding during the procedure requiring a stent placement. The patient did not required a blood transfusion. On (B)(6) 2023, a permeant pacemaker was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of complete left bunch branch block (lbbb) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve implanted at a final depth of 3.8mm and calcification extending beneath the aortic annular plane in the interventricular septum was observed. It was also indicated that the patient had a past medical history of sinus rhythm and medical history (coronary artery disease, peripheral vascular disease, tobacco use, chronic lung disease, diabetes, hyperlipidemia, hypertension). Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.